Event description:
It was reported that an implanted sphere devices was explanted.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.